Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via device analysis. The reported unable to grasp leaflets and difficult to remove from anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue and unable to grasp leaflets were unable to be determined. The reported difficult to remove from anatomy was due to procedural circumstances. The reported tissue injury was a cascading event of the reported difficult to remove from anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Correction: h1 type of reportable event: serious injury.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, multiple attempts of grasping were made. This made clip to be stuck in chordae. After several attempts, the clip was retracted back to left atrium. It was observed that one gripper was unable to actuate. Chordal rupture was also observed. The clip was replaced with another device to complete the procedure. The mr was decreased to grade 1-2 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.